Manufacturer narrative:
(B)(4).

Event description:
The patient experienced "stabbing pain" in her upper back when using her neurostimulator. The cause of this pain was not reported. The patient was not able to charge her device regularly due to the nature of her job and this resulted in at least one over-discharge and a power on reset condition. The device was explanted and replaced with a non-rechargeable neurostimulator. Additional information has been requested, a follow-up report will be sent if additional information becomes available.